Event description:
It was reported to philips that the system did not start, frozen on the philips logo. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not startup. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the suite pc didn¿t start anymore. To resolve the issue, the fse replaced the suite pc, reloaded the software and recalibrated the system. After replacement and necessary calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.